Event description:
This is a spontaneous report received from a nurse to baxter (B)(4). Reportedly, the patient went to the hospital due to peritonitis. He also commented that when he put the minicap he observed a bubble of air enter into the abdomen.

Manufacturer narrative:
(B)(4). The reported problem of a transfer set that had a damaged screw, caused by use error, was not confirmed during evalution and the cause was not identified because evaluation of the returned sample did not duplicate the alleged issue. A batch review could not be performed because the lot number was not provided.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: follow-up information was reported on (B)(4) 2012, stating that the minicap was reported to be crossed-threaded. The patient was not able turn the cap all the way to the end of the transfer set when he made the connection, between the transfer set and the minicap. Further information was received on (B)(4) 2012, stating that the screw of the transfer set was stripped and reportedly that's why the air entered in the abdomen. The peritonitis associated with this event was reported under report 1416980-2012-00301. Evaluation summary: this condition was confirmed for the reported damage. During evaluation it was found that the occluder feet, of the transfer set, were broken. However, the cause of the damage was not determined.